Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the first run, the deivce performed as expected. Subsequently, however, no image appeared. The ivus catheter was reflushed, the system was rebooted, and the connection was disconnected and reconnected, but nothing worked, and there was still no image. As a result, the procedure was not completed and was rescheduled. No patient complications were reported.